Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary no product returned. Hematoma: the cause of the access site adverse event was not determined due to insufficient information. Device history review device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complaints team was notified of an adverse event of access site hematoma from st-elevation myocardial infarction door-to-unload determined relationship to impella device to be definite.